Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2021-03241. It was reported the patient was unable to set their ipg to MRI mode due to high impedances on one of their leads. As a result, the patient may undergo surgical intervention to address the issue. It is unknown which lead has the high impedances, so both are being reported.